Manufacturer narrative:
The recipient is healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing healing issues following initial implant surgery. On (B)(6) 2025, the recipient presented with drainage and poor healing at the incision site. The recipient received new stitches, and antibiotics were prescribed (type unknown). On (B)(6) 2025, a different part of the incision appeared to be draining, and the recipient received new stitches, and additional antibiotics were prescribed (type unknown) with no resolve. The recipient was unable to use the device. On (B)(6) 2025, the recipient reportedly had a wound revision and drainage has stopped. The recipient was advised to use the device off the ear.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information sections: b.3, d.6b, d.9, h.6. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will be reimplanted at a later time. The recipient has healed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.